Manufacturer narrative:
The teg® 5000 thrombelastograph® hemostasis analyzer system was evaluated by a haemonetics field service engineer. The fse confirmed the failure of the cpu board within the device, when the component was replaced it was observed that one of the resistors was burned/charred. There was no evidence of any additional damage within the device due to the failure of the cpu board.

Event description:
The user facility reported that after starting the teg® 5000 thrombelastograph® hemostasis analyzer system, a burning smell was detected.